Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-23 h6: investigation summary customer returned five (5) unused 32gx4mm bd pen needles from lot 9281225. Consumer reported that the consumer had difficulty pushing down the plunger piece on her victoza pen. All 5 returned pen needles were examined, then tested for flow using a test pen injector: all 5 pen needles were able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. See h.10.

Event description:
It was reported during use the bd ultra fine¿ pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: consumer reported difficulty pushing down the "plunger piece" on her victoza pen. Stated it is difficult to push down the piece on her pen and she is not sure if she is receiving her full medication dose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: consumer reported difficulty pushing down the "plunger piece" on her victoza pen. Stated it is difficult to push down the piece on her pen and she is not sure if she is receiving her full medication dose.